Event description:
Per dealer, the joystick is reading, "all programs have been erased" on a tdxsp-cg power chair. Once you turn the joystick off and back on the joystick works fine till the error arises again.